Event description:
A customer in (B)(6) notified biomérieux of obtaining no identification and misidentification results in association with the vitek® ms instrument ((B)(4)) when testing a reference organism and an environmental monitoring isolate. The customer confirmed they tested the candida albicans reference organism three (3) times and obtained "no identification" result, a misidentification candida rugosa result, and a correct candida albicans result. The environmental monitoring isolate obtained a "no identification" result and the correct kocuria rhizophila result. Note: obtaining "no identification" in association with the vitek® ms is not considered to be a product malfunction or misidentification. As there are no patients associated with these strains, there is no adverse event related to any patient's state of health. Biomerieux has initiated an internal investigation.

Manufacturer narrative:
A customer in south korea notified biomérieux of obtaining no identification and misidentification results in association with the vitek® ms instrument (ref (B)(4)) when testing a reference organism and an environmental monitoring isolate. Investigation the investigator searched the complaints database for similar complaints. Since january 2016, no similar cases have been reported to biomérieux (unknown strain identified as kocuria rhizophila, and candida albicans identified as c. Rugose or c. Albicans/c. Tropicalis). No capas nor non-conformities can be linked with the customer's report. Fine tuning: status was good at the time of acquisition. Spot preparation quality: the customer¿s spot preparation quality was not optimal as the ¿all peaks¿ values were heterogeneous. Knowledge base review: for the reference organism (sample 1), the expected identification (candida albicans) is present in vitek ms kb v3.2. The expected identification for the environmental isolate (sample 2) is unknown because no reference method was used to confirm the identification. Sample data analysis: sample 1: the misidentification results were obtained from the spectra having a low number of peaks (27 and 31) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (minimum of 20 peaks for fungi). Moreover, the misidentification results were obtained with a low identification score (between -0.12 to 0.01). By reprocessing the customer data with saramis kb v4.17 (ruo), all spectra led to no identification; misidentification issue not reproduced. In addition, when the number of peaks increase (44 peaks) in ivd mode, spectra led also to "no identification," indicating the sample may be a species outside of the knowledge base. Sample 2: the identification result was obtained from the spectra having the lower number of peaks (36) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (minimum of 30 peaks for bacteria). However, the score level seems to be good. By reprocessing the customer data with vitek ms kb v3.2, the spectrum giving no identification led to kocuria rhizophila. Reprocessing the customer data with saramis kb v4.17 (ruo) also led to 'no identification". As with sample 1, when the number of peaks increase (47 peaks) in ivd mode, spectra also resulted in 'no identification"; sample species may not be included in the current knowledge base version. Further investigation on the strain are needed in order to find the cause of the issue and to confirm the strain identification. However, local customer service also confirmed that the customer no longer had any of the samples available for further testing. Conclusion for both samples, the root cause is likely non-optimal spot preparation and/or a known system limitation (species not present in the kb 3.1). Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref (B)(4)) to further assist with sample spot preparation.